Manufacturer narrative:
Updated - describe event or problem, patient codes, device codes, relevant tests/lab data, other relevant history describe event or problem, patient codes: corrected from silent ischemia to angina.(B)(4).

Event description:
It was further reported that the patient experienced angina previously reported as silent ischemia and in-stent restenosis. In (B)(6) 2011, the patient presented with angina. In (B)(6) 2011, the target vessel was treated with predilation and placement of a 2.5x28mm non-bsc drug eluting stent across the distal portion of the stenosis. No residual stenosis was noted. A 2.75x28mm non-bsc stent drug eluting stent was tunneled through the study stent in the proximal left anterior descending (lad) and the newly placed non-bsc stent, so that all 3 stents were stacked together. Post dilation was performed. No significant residual stenosis in the lad was noted. Intracoronary nitroglycerin was also administered. The patient was discharged one day later on aspirin and prasugrel.

Event description:
(B)(6) study. It was reported that post a coronary stenting treatment procedure, the patient experienced silent ischemia. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 2.75mm in diameter and 20 mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Residual stenosis was 0%. During the index procedure, the distal right coronary artery (rca) was treated with an unknown drug eluting stent. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced silent ischemia. The lesion was treated with a target vessel revascularization. The event was considered resolved without residual effects. The patient was discharged 1 day later.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).